Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, two medications had pended to different spots in the same tower drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two medications had pended to different spots in the same tower drawer. A technical support specialist (tss) obtained the medication ID, investigated the issue, and advised the customer to ensure that the medication was assigned to a security group that matched the user role pend permission for unpending. The system functioned as intended after the technical support specialist troubleshot the device